Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer reported they received a critical pump error image on the pump screen. The customer reported that they did not receive any other alarm prior to the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and self test. No critical pump error (open book image) alarm noted during testing. Unable to complete functional test due to unit was cut before testing.